Event description:
It was reported that there was a lead safety switch (lss) from bipolar to unipolar sensing configuration on this cardiac resynchronization therapy pacemaker (crt-p) system. Technical services (ts) analyzed device data and found that this was due to the right atrial (ra) lead pacing impedance being greater than 3000 ohms, which was high out of range. Based on the impedance trend data, this had been up and down over the past few months. While in the unipolar configuration, there were inappropriate atrial tachy response (atr) episodes due to oversensing of muscle noise. Ts suggested in-office evaluation and reprogramming as troubleshooting. No adverse patient effects were reported. Currently, this crt-p system remains in service.